Manufacturer narrative:
Batch review performed on 19 august 2020: lot 090209: (B)(4) items manufactured and released on 16-apr-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date all the items of the same lot have been already sold without any similar reported event since 2016. Additional device involved: batch review performed on 29 july 2020: liner: versafitcup cc trio 01.26.3248hct flat pe hc liner ø 32 / f (k103352) lot 111547: (B)(4) items manufactured and released on 13-jul-2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting pain due to a dislocation of the hip metallic ball head from the liner. 7 years and 11 months after primary the surgeon revised the cup and liner and the surgery was completed successfully. The metallic head was left in place.